Manufacturer narrative:
The onyx will not return for evaluation as it was consumed in the event and remains in the patient. Based on the reported information, there is no evidence suggesting that the device/product was defective, but rather a procedure related event.

Event description:
Medtronic received information that this patient experienced epilepsy due to edema secondary to the arteriovenous malformation (avm) occlusion. The epilepsy was treated with keppra. The patient was treated for an avm. There was no device issue during the procedure.

Event description:
Medtronic received information that this patient experienced epilepsy due to edema secondary to the avm occlusion. The epilepsy was treated with keppra. The patient was treated for an right parietal ruptured avm. The patient presented with vertigo and blurred vision prior to the embolization. There was a minimal subarachnoid hemorrhage of the right sylvian fissure caused by the rupture of a small interparietal cerebral avm on the right side. The arteriographic exam found a grade I spetzler-martin avm with multiple significant aneurysmal formations in the nidus. There was no onyx issue during the procedure. Selective catheterization was performed and progressive injection of the onyx embolic agent allowed devascularization of the middle section of the nidus. Selective catheterization was then performed for the superior-exterior section of the nidus using a new non-medtronic microcatheter. However, a small arterial perforation by the microcatheter occurred during the procedure without sequelae, which was rapidly brought under control with an injection of onyx. The injection of the onyx allowed overall devascularization of the nidus and venous drainage, without blocking the healthy artery. The patient experienced a favorable post-operative outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.